Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site. The ipg placement was too close to the center of the spine and bothered the patient when she sat down. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced to a different site. Therapy was resumed.